Event description:
The pt is experiencing significant pain in her hip that extends into her back when she lifts her leg to get into a car or walk up stairs. She states that going up stairs is extremely painful and that she has to hold tightly to a banister to support her weight. She has had this pain for the past two yrs, since 2010. She visited her doctor in 2010 to complain about the pain. The pt states that x-rays were taken which did not indicate a problem with the implant. She has not seen her surgeon since that visit. The pt cannot provide specific dates for her surgery or her last doctor's appointment at this time.

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Add'l info pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.